Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the patient with "wide open, healthy" iliac vessels with no tortuosity or calcification. The physician did not use a sheath to implant the stent graft. As the physician deployed the stent graft there was a lot of tension. The black ring came back a little, and not smoothly. The graft cover stretched, did not retract and the gears of the deployment handle began to strip. It was reported that the device was removed from the patient. The physician experienced identical difficulties as he attempted to deploy the device on the table. It was reported that the physician had similar difficulty with the attempted deployment of two other bifurcated stent grafts with the same dimensions. The physician tried to use a sheath after the first non-deployment, however this did not change the situation. It was reported that the physician was successful at implanting a 26mm diameter bifurcated stent graft and an aortic cuff without an introducer sheath. The patient is fine with no additional clinical sequelae reported related to the event. No additional information is available.